Event description:
It was report that review of remote transmission revealed the patient received inappropriate atp therapy due to noise. The pace/sense portion of the lead was capped and an existing lv lead was used for pacing and sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.